Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the anvil was loose and damage was observed on the proximal end and pried from the sides. Additionally, the anvil nose was disengaged from the unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Root cause of the damaged anvil is improper closure of the device. When the level handle is unintentionally misaligned by the user and then forced closed it damages the anvil with the lever handle and results in the gap in the anvil nose. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the an intestine resection, the stapler could not be loaded. There was unanticipated tissue loss as a result of the problem. No patient involved.